Event description:
It was reported that oxaliplatin 95mg in 250ml of dextrose 5% in water was set to infuse over 2 hours but the infusion completed in 1 hour and 15 minutes. The infusion was programmed using guardrails drug library at a rate of 125ml/hr. The physician was notified that the chemotherapy was not infused as ordered. There was no consequence or impact to the patient.

Manufacturer narrative:
Correction: omit 8015 in d.11. The customer¿s report of infusing faster than expected was confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Both iui¿s, door latch, sear, platen and membrane frame were observed in good condition. No anomalies were observed. Review of the pcu error log showed no errors. Analysis of the pcu event log showed the pcu was powered on at 1:03 pm on 30 march 2020 and same patient and same profile (critical care adult) were selected. At 9:44 am, the suspect device (sn 15809483) alarmed for flo stop open and was selected and programmed 280 ml of guardrail drug oxaliplatin (drugid= 497) to infuse for a duration of 1 hour 20 minutes (calculated rate= 210 ml/hr; vtbi= 280 ml). At 11:09 am, the infusion completed. The device was selected and changed the vtbi to 10 ml (rate= 210 ml/hr). Nine (9) seconds after the infusion started, the suspect device (sn 15809483) alarmed for air in line. At 11:06 am, the suspect device (sn 15809483) was channeled off. Rate accuracy testing performed found the device operating within specification. The root cause of the customer¿s report of infusing faster than expected was identified as a result of user programming. Device history review: review of the source device (sn 15809483) service history record showed the device had a manufacture date of (01/02/2020). A review of the device service history record was performed beginning from the date of manufacture to the present date (06/24/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. (B)(6).

Event description:
It was reported that oxaliplatin 95mg in 250ml of dextrose 5% in water was set to infuse over 2 hours, but the infusion completed in 1 hour and 15 minutes. The infusion was programmed using guardrails drug library at a rate of 125ml/hr. The physician was notified that the chemotherapy was not infused as ordered. There was no consequence or impact to the patient.